Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, the bands of the device would not fire properly. After several attempts, two of the bands could deploy, but they did not band on the target site. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.